Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer allegedly received burns on her hip while using a heating pad, and medical attention was sought for her injuries 11 days after the incident initially occurred. The consumer stated that this incident occurred while she was sleeping on top of the heating pad. The instructions for proper use clearly state "do not use while sleeping", and "always place pad on top of and not under your body. Never place pad between yourself and chair, sofa, bed, or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.